Event description:
It was reported that the patient had an MRI procedure with the device being programmed into MRI mode. After the procedure, the device was found to be in backup mode. A device restoration was performed and reprogrammed to previous programmed settings. There were no adverse health consequences, the patient was stable.